Event description:
It was reported that during a duodenal switch procedure, the device was used with a green load and fired across the stomach. The staples formed on the pt side, but on the remnant side the staples did not form. Another device was used for the rest of the stomach. The same device was loaded with a blue load, it worked fine to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.